Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (loose biopsy port) was confirmed. In addition, service found the adhesive on the bending section cover was detached and scratched. The bending section was detached and the insertion tube was dented. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the biopsy port of the subject device was loose. The reported issue was observed while preparing the subject device, prior to an unspecified diagnostic procedure. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the loosening of the forceps base was due to stress, handling, or other factors. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.